Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and radicular pain syndrome (radiculopathies). It was reported that the implantable neurostimulator (ins) would not connect to the ins recharger (insr). The weather changed and the patient started to hurt a little bit more, so he wanted to use the ins again. It was also reported that the last time the patient felt stimulation was on (B)(4) 2017 and the last successful recharge session was on (B)(6) 2017. There were no falls or other medical test/procedures reported. There were no further complications reported or anticipated.